Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited high threshold. Upon interrogation approximately two weeks later, it was noted that the threshold was within range. Additionally, it was reported that the ra lead exhibited intermittent undersensing during atrial arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.